Event description:
Registered nurse transport specialist (rnts) called to bedside to evaluate loose 1.9fr PICC line dressing. At bedside, rnts agreed dressing was loose and that dressing needed to be changed. When preparing for dressing change, fluid noted around extension tubing attached to catheter. Rnts planned to assess and change extension tubing during the dressing change. When dressing was removed, it was noted that skin/hub cushion underneath the dressing was wet. This wasn't fully visible prior to removing the dressing. Rnts disconnected extension tubing from PICC line to evaluate from line rupture. When flushed, fluid noted to leak out of catheter near purple connection. Md notified and came to bedside. Md ordered to remove PICC line. Care team have reached out to argon to see if there are any product issues or other guidance we may need for these PICC lines item: 1.9 fr argon PICC line: ref #: 384539. Lot #: exact lot number unknown of the defective product unknown as packaging was discarded upon insertion. 11478664 is the one currently stocked in our PICC cart.